Manufacturer narrative:
Initial and final MDR 1895986 - MDR 3003442380-2024-10737 - device 2 of 4. E1: patient city: san juan. Patient country: puerto rico, u.s.

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that patient faced 4 infusion set tap not sticking event on (B)(6) 2024. Fell off was non-serialized product being replaced. Getting wet was cause of non-adhering. Adhesive failing after patient was entered in pool. No further information available.